Event description:
It was reported that the user experienced hyperglycemia after the insulin cartridge ran empty during travel and the user lacked a syringe to transfer insulin, resulting in a delay in completing a supply change and continued insulin delivery. Symptoms included elevated blood glucose to 280 mg/dl without associated clinical effects. Outcomes included no medical intervention, no hospitalization, and no reported functional impairment. Investigation included a review of device use and user-reported history with troubleshooting and education provided to defer meal announcements until glucose returned to range. Investigation of this case revealed user-related interruption of insulin availability prior to cartridge replacement, after which insulin delivery resumed. It was concluded that the event was due to use-related factors and not a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.